Event description:
The device was implanted within the gda on 3/30/1992 for use in the pt's fudr treatments. On 5/30/1997, the pt's caretaker contacted a MFR sales representative and reported that the pt underwent a minor, unrelated procedure. It was determined at that time that the device catheter had become dislodged from the gda/cha junction. The pt had experienced no problems resulting from the migration and the device has not been used for drug delivery for quite a while. There was no determination made as to when the device catheter may have become dislodged.